Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the cord and cable of the motor device were damaged, and the device was worn due to cosmetic damage. It was further observed that the device experienced vibration, excessive noise, unintended activation/motion, and the labeling was illegible and etching. It was further determined that the device failed pretest for visual assessments, cable assessment, no short circuit between phases and connector body (42), no short circuit between hall sensors and connector body (42), no short circuit between 5vdc line and connector body (42), no short circuit between sensor gnd and connector body (42), safety assessment and noise assessment. It was noted in the service order that during pre-surgery, it was discovered that the motor device did not work. It was reported that there were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported condition of the device not working was not confirmed. Therefore, an assignable root cause was not determined. However, the reported conditions of the device experiencing vibration and unintended activation/motion, identified during service and evaluation were confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).